Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient's programmer and ins were turning off all by themselves. The patient noted that they have had this issue for the past 2 years. A new programmer was issued to the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the replacement of their programmer had resolved the issue of their ins turning off. They said the cause of their issue had been determined, but they didn't understand what it was and was "over their head." No further issues were noted or anticipated.

Manufacturer narrative:
Product ID: 37746, (B)(4) implanted: explanted: product type programmer, patient -- updated fdc code to (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the patient programmer (B)(4) revealed the telemetry board was corroded. If information is provided in the future, a supplemental report will be issued.